Event description:
We received a mitek complaints report accompanied by an empty package that arrived via cg labs, our decontaminator. The empty packaging was noted at cg labs, and they intern forwarded it along with whatever accompanying paperwork to us. This comes to us from a law firm. The report states that someone had knee surgery in 2006 the hospital. At sometime post operatively, the patient presented with pain and it was somehow determined the re-visitation surgery was in order. In 2007, a re-surgery was had; they state that "loose intrafix screw found & removed". This is all of the information that has been presented by the law firm. A search into the mitek complaint system indicates that this is the 1st report for this incident that mitek has received.

Manufacturer narrative:
This file has been created to capture this just now reported historical adverse event, which on the face of it appears to be a prelude to a law suit by the complaint originator. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. In the received complaint report, the catalog number of the complaint device was not defined; however, the lot number was supplied; used the lot number provided to identify a catalog number. An MDR in accordance with regulatory requirements has been filed with the FDA. At this point in time, no further action is warranted.